Event description:
The dental implant fx5008swc was removed on (B)(6) 2020 due to osseointegration failure around 4 months and 21 days after implantation. The patient has history of tobacco use and diabetes. The doctor noted periodontal disease during explantation. The patient has recovered without complications.